Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged the day after implant. This lv lead was explanted and was replaced with a new lead. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged the day after implant. During the revision, it was then determined that this new lead was the best option considering the patient's anatomy. This lv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. Request had been made for this product to be returned. This report will be updated upon return and completion of analysis.